Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-70. Serial: (B)(4). Batch: 21349453/5145679.

Event description:
It was reported that the patient was having difficulty and frequently charging the ipg and which gets too hot during charging. The patient was also experiencing inadequate stimulation. The patient underwent an ipg replacement procedure wherein the leads were explanted and only one lead was implanted. The patient was doing well postoperatively, and all explanted devices were discarded by the medical facility.